Event description:
It was reported that pump displayed malfunction alarm and tandem technical support confirmed a non-resettable malfunction that required pump replacement. There was no adverse impact to the customer's blood glucose level. Customer was advised not to open vacation pump, was instructed to use multiple daily injections as backup therapy, to place malfunctioning pump in storage mode before return, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump with prepaid label, and customer understood and acknowledged these instructions.